Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that during impella cp support, a hematoma developed at the femoral access site. The patient became vasoplegic, pulsatility loss, and pulseless electrical activity arrest. Return of spontaneous circulation was achieved. The left ventricle collapsed and the patient was brought to the unit and support was withdrawn. The patient expired.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The device was not returned; therefore, evaluation and analysis could not be performed. A device history record review was conducted and confirmed the pump passed all post sterile inspection checks. The cause(s) of the reported hematoma, hypotension, and cardiac arrest could not be determined due to insufficient clinical information, and no product was returned for analysis. H6 component coding and investigation type, findings and conclusion coding have been updated based on the completed investigation. Correction. Section d1 brand name was corrected accordingly.

Manufacturer narrative:
Medical safety/clinical reviewed the event. A 75-year-old female with a medical history significant for peritoneal dialysis¿dependent end-stage renal disease (esrd), hypertension, diabetes mellitus, congestive heart failure, atrial fibrillation, peripheral arterial disease (pad), coronary artery disease (cad), prior nstemi, tobacco use, and asthma presented with chest pain and was diagnosed with non-st elevation myocardial infarction (nstemi) complicated by cardiogenic shock. The patient was taken to the cardiac catheterization laboratory, where significant peripheral arterial disease was noted. An intra-aortic balloon pump (iabp) was placed, and cardiothoracic surgery was consulted. The patient subsequently underwent coronary artery bypass grafting x2vessels. Postoperatively in the intensive care unit (ICU), the patient developed post-cardiotomy cardiogenic shock (pccs). A decision was made to proceed with axillary impella 5.5 placement for additional mechanical circulatory support. During insertion of the impella 5.5 via the axillary approach, the was an axillary artery tear. The patient required blood transfusion and surgical repair of the vessel. Following repair, an impella cp was successfully implanted via the axillary artery, and the iabp was removed. A couple of hours later, a hematoma developed at the femoral access site. The patient subsequently became vasoplegic with loss of pulsatility and developed pulseless electrical activity (pea) arrest. Return of spontaneous circulation (rosc) was achieved; however, left ventricular collapse was noted. The patient was transferred back to the unit, and the care was withdrawn. The patient expired. Correction. Complaint/patient coding was updated/corrected following medical safety/clinical review as follows: removed arrhythmia (e0601) and inserted hypotension (e2321) and cardiac arrest (e0602). Therefore, section h6 (health effect ¿ clinical code, health effect ¿ impact code, and medical device problem code) has been fully repopulated and should be regarded as the coding that accurately reflects the reported event. Related medical device reports: this is one of two devices associated with the event. Refer to the related manufacturer report number(s) as noted in section h10.